Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system during a procedure on (B)(6) 2010. According to the complainant, the patient presented with injuries including extreme pain, urinary problems, dyspareunia, and other unspecified injuries (date/s and specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.